Manufacturer narrative:
Evaluation: results: as received, the ipg would not communicate with the lab pt programmer. Conclusion: the pt did not recharge in months. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. This serial number was part of a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the system had not been used for months. The ipg was no longer able to communicate with the charging system or pt programmer. The ipg was explanted and replaced on (B)(6) 2011. No additional information is available at this time.